Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that the autopulse resuscitation system displayed a user advisory ua16 (timeout moving to take-up position) message and that the device "doesn't see the patient". Complainant also reported that this user advisory message was observed during a routine check and there was no patient involvement. No additional details were provided.